Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: 973120 ; product ID: 9660651. No PMA/510k as this event occurred on a system that is not marketed in the united states, but is being reported as a similar device. A medtronic representative went to the site to test the equipment. The manufacturer representative replace the emitter and the electromagnetic localization system. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial biopsy, the electromagnetic navigation field was not recognized as the navigation system displayed localizer was not connected. Disconnecting and re-connecting the unit several times did not restore functionality. Additionally the navigation system was rebooted without resolution. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
The field generator and the electromagnetic localization system were both returned to the manufacturer for analysis. The field generator and the electromagnetic localization system were both found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.